Event description:
It was reported that a patient received inappropriate shocks due to noise. The lead wad was explanted and replaced. The patient was doing well post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.